Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure the operating physician observed kinking of the proximal lumen in the extension line, which led to resistance and flow difficulty. The issue was managed promptly during the procedure, and no additional medical intervention was required. There was no adverse impact on the patient. A replacement device was used, and the procedure was successfully completed. The second device was applied at the same insertion site without further complications." The patient's condition was reported as "fine".